Manufacturer narrative:
Additional narrative: patient weight not available for reporting. Date infection began is not known. 510k: this report is for six (6) unknown 2.7mm va locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as approximately 6 months prior to removal. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a 2.7mm/3.5mm variable angle locking compression plate (va lcp) extra-articular proximal ulna plate approximately 6 months prior to removal. Patient presented with pus drainage from the incision and was returned to surgery on (B)(6) 2017 where surgeon removed the va lcp extra-articular proximal ulna plate, three (3) 3.5mm cortical screws, two (2) 3.5mm locking screws, and six (6) 2.7mm va locking screws. Patient was revised to antibiotic beads. Procedure was completed successfully with no delay. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.